Manufacturer narrative:
(B)(4). Date sent: 6/24/2025. D4 batch#: 288d64. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc10 device was received with no apparent damage and with a reload present. The reload was received fully loaded with staples with the swing tab in the locked position, the right fork was broken and returned inside a plastic bag. The device was tested with a test reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 288d64, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device tlc10 lot number: a9773d and no non-conformance's were identified. Additional information was requested, and the following was obtained: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? No pieces fell into the patient and the stapler and reload with the piece that broke off the reload will be sent back.

Event description:
It was reported that during an exploratory laparotomy, right hemicolectomy, partial liver resection and possible stoma that on the forth firing after passing the device to the surgeon, the surgeon open and closed the device a few times before attempting to fire where the device locked out. Another was used to continue with the procedure. After inspection of the device it was seen that a piece of the reload snapped off in the back of the device. There were no adverse consequences for the patient.